Manufacturer narrative:
The power cord exceeded the permitted limits. It was determined that the power cord needs to be replaced. Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the bench repair on the v60 indicating while servicing the device, it was observed that that the electrical safety test showed the power cable exceeded the permitted limits. It was determined that the power cable needs to be replaced. The device was received with the power cable. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6).